Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The provider states the rental unit has low o2. He states the unit wasn't alarming in the home. The o2 purity fluctuation is consistent.